Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, the patient experienced leg pain, and occlusion in the contralateral leg endoprosthesis (plc121400) that was implanted on the right side was observed on angiography. A thrombectomy was performed, followed by placing a bare metal stent at right external iliac artery. The patient tolerated the procedure. Reportedly the occlusion might have been caused by placing the device at the highly angulated right external iliac artery.